Event description:
It was reported that the patient had their system explanted on (B)(6) 2026 for an unknown reason.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.